Event description:
It was reported that the 7900 system had washed-out images during a case. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The image processor was replaced and the interconnect cable connection was repaired during the service call. The system was tested and found to be working as intended and put back into service.